Manufacturer narrative:
Sheath was not detached and stent was completely deployed as a result of analysis of returned device. It is impossible to identify whether kinked inner sheath near yellow marker was caused by collection of device or by procedure since device was returned in which inner sheath was not placed back into original location. Delivery system worked well by pusher. Proximal end of stent was tangled. Wire was not fractured and it is regarded that wire was loose being stuck in the something. Pyloric structure where stent implanted is curvy. It can be hard to remove of delivery system transformed by pressure generated by patient's lesion during deployment. And dct2008bp being used is 220 ±22.0cm long of its usable length so it can be hard to deliver the force during deployment. However, it is impossible to identify the exact root cause since it is hard to recreate the situation at the time of procedure. It is regarded that there was no problem for deployment since it was stated that part of cell seemed broken based on complaint description. Also it is considered lesion had highly complicated structure since additional dct2008bp was inserted in the wallflex which is previously implanted. Therefore, it is possible for wire to be loose by being stuck in the stent previously implanted or by tip of delivery system during removal. It is considered that stent was not completely expanded since cell of stent got loose by being stuck in the previously implanted stent or by tip of delivery system. Continuous monitoring will be carried out for this kind of complaint. Remarks: the suspected device is not registered to us FDA and it has not been shipped into the us.

Manufacturer narrative:
Since the device was not returned, it is impossible to proceed to actual evaluation. But it is confirmed from the device history record that the suspected device had been manufactured with no significant issue and passed all the inspections. It is hard to find out exact root cause for this complaint, because the suspected device was not returned and it is difficult to reconstruct the situation at that time in the lab and limited info. We will continuously monitor whether similar or same complaint occurs. The suspected device is not registered to united states FDA and it has not been shipped into the united states. For "a. Patient information", we, taewoong and our distributor could not get more detail patient info because the hospital did not open the pt info such as "age at time of event", "date of birth", "sex" and "weight".

Event description:
On (B)(6) 2015 it was reported that (B)(4) was added (stent in stent) to previously implanted wallflex due to stent occlusion (residue-induced). Just after the deployment, stent cell appeared to be partly broken. Because stent end expansion was poor, physician decided to remove it by forceps. Reportedly, stricture itself was not particularly severe as well as ingrowth itself. Returned stent cell flared part is broken because it was pulled by forceps when removed. On (B)(6) 2015 patient underwent endoscopy and physician admitted that stent occlusion was removed due to disappearance of residue. Maybe most of the residue was removed together with (B)(4). As a result, no additional stent was implanted.